Event description:
It was reported the patient observed a communication error. It was also reported the ipg is shallow. Adding space and a replacement programmer wand did not resolve the issue. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.